Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. It was reported by the customer that the iabp was still in clinical use. No evaluation was necessary as the cs300 alarmed as it should and this event is not indicative of a failure or malfunction of the pump.

Event description:
It was reported by the facility's nurse that an intra-aortic balloon ruptured while in use on a patient. There was blood in tubing and the cs300 intra-aortic balloon pump alarmed augmentation below limit set. Patient was intubated and put on pressors (blood pressure agents). The customer also reported they are unsure of any injury but may have caused a stroke and the facility indicated they potentially attribute the injury to the iab. The injury is not attributed to the cs300 iabp. The cs300 alarmed as it should and this event is not indicative of a failure or malfunction of the pump. A separate emdr will be submitted for the iab involved in this event.

Event description:
It was reported by the facility's nurse that an intra-aortic balloon ruptured while in use on a patient. There was blood in tubing and the cs300 intra-aortic balloon pump alarmed augmentation below limit set. Patient was intubated and put on pressors (blood pressure agents). The customer also reported they are unsure of any injury but may have caused a stroke and the facility indicated they potentially attribute the injury to the iab. The injury is not attributed to the cs300 iabp. The cs300 alarmed as it should and this event is not indicative of a failure or malfunction of the pump. On (B)(4) 2018 getinge was made aware that patient expired on (B)(6) 2018. A separate emdr will be submitted for the iab involved in this event.